Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe. Lump/nodule: unable to observe. Granuloma: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side intra and extracapsular rupture, small nodues and axillary siliconomas. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture and silicone migration: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. ¿ granuloma: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. As per the investigation procedure creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/ supervisor reviewer.

Event description:
Healthcare professional reported left side intra and extracapsular rupture, small nodues and axillary siliconomas. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and silicone migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, silicone migration and rupture.

Event description:
Healthcare professional reported left side intra and extracapsular rupture, small nodes and axillary siliconomas. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side intra and extracapsular rupture, small nodues and axillary siliconomas. The device has been explanted and replaced with another manufacturer's device.